Event description:
A malfunction was reported involving a malfunction code, malf 12. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this issue with the pump, which remained under warranty. Tandem technical support decided to send a replacement pump with updated software. The customer was advised to continue using their current pump until the replacement arrived and was also instructed on how to return the problematic pump. The customer acknowledged and understood the instructions and shipping details for both receiving and returning the pumps.